Event description:
Date of implant: (B)(6) 2022. Date of event: (B)(6) 2022 inflammation. Health impact: temporary impairment; medication required.

Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. "Endophthalmitis" is indicated as a potential adverse event related to iol implantation in hoya IFU covered under the warnings section. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). There were not any abnormalities on the sterilization records of the lot. (Tl022). The post-operative inflammation survey form (pois) was reviewed by the medical monitor. Based on the review, it was not believed that this event was caused by the iol. The exact cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.